Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Downloaded data from a (B)(6) year old female patient alerted zoll customer support on (B)(6) 2014 that the patient was treated at 20:34:41 and 20:35:15 on (B)(6) 2014. The patient's son stated that the patient was not able to press the response buttons on her own. After review of the downloaded data, it was confirmed that the patient received two inappropriate treatments. Dual lead noise and artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient was taken to the hospital for further evaluation and the patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital for further evaluation and the patient continued to wear the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Monitor sn (B)(4) - reuse; electrode belt sn (B)(4): 04/2012 -reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.